Manufacturer narrative:
(B)(6) 2015 - a medtronic representative, following-up, reported that during the procedure, trouble-shooting took approximately one hour and ten minutes as the imaging system required re-booting and re-positioning to perform a second scan. Information received by medtronic indicated that the imaging system would not respond while attempting to take 2d or 3d scans and the system remained in re-boot mode for 30 minutes during the procedure. (B)(6) 2015 - a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended.

Event description:
A site biomed representative reported that, while in a pelvic fracture procedure, the site's imaging system remained in re-boot mode for a period of 30 minutes before starting, again. No further details were provided. The surgeon continued and completed the procedure with the use of the imaging system. There was no impact on patient outcome.

Manufacturer narrative:
Log files were analyzed. Based on these log entries the nature of the anomaly is the frame grabber timeout error causing the ias (image acquisition system) to transition from 2d into the stand alone mode. Software investigation completed. This issue will be continually monitored and trended in a medtronic software anomaly tracking database.

Manufacturer narrative:
Handswitch from suspect system was returned and evaluated: confirmed reported problem "2d and 3d acquisition intermittently won't work." Coiled cable is damaged, handswitch intermittently is not responsive. Faulty handswitch. With this particular hand switch failure, limiting image acquisition was affected. The system itself did not leave ready. It did not cause stand alone mode or reboot mode, it just sometimes took an extra actuation of the buttons to get the system to respond. This failure won¿t cause the o-arm to be stuck in ¿reboot mode.¿ it only limits image acquisition [2d or 3d].